Manufacturer narrative:
This complaint has been identified as a duplicate of MFR report # (B)(4) . This MDR should therefore be disregarded. Any information regarding this incident can be found under MFR report # (B)(4) . H3 other text : see h.10

Event description:
It was reported that the intima-ii 24gax0.56in prn slm npvc caused a serious injury in the form of medical intervention. Serious injury occurred after use of the device. The following information was provided by the initial reporter: an abscess with a diameter of 3cm appeared at the injection site 10 calendar days after catheter removed

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.56in prn slm npvc caused a serious injury in the form of medical intervention. Serious injury occurred after use of the device. The following information was provided by the initial reporter: an abscess with a diameter of 3cm appeared at the injection site 10 calendar days after catheter removed.